Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom "constant upstream occlusion" through the history log, but could not reproduce it during eval. Eval found the upper reading on the ultrasonic sensor to be below specification. Eval determined the cause to be a failed upstream sensor. Low ultrasonic readings can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed a "constant upstream occlusion" message. It was also reported that there was no pt involvement.